Manufacturer narrative:
(B)(4). Investigation summary: the device was returned disassembled and the pieces was received in a plastic bag. Due to the condition of the device the functional testing could not be performed. The clicker was received in a plastic bag and it was found broken. The device was disassembled and it was found that there was a cracked internal component; the y-link. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the clicker was broken during surgery. No other details provided. No patient consequence reported.